Manufacturer narrative:
Examination of the returned instrument confirms the observation. Based on the failure noted and previous evaluations, including evaluations by the depuy metallurgy team, the root cause is attributed to being repeatedly loaded in rotating bending fatigue beyond the material limit. No evidence of manufacturing or material defects has been observed that could contribute to the failure of these components. Based on the performed investigation, corrective action is not indicated at this time. Continue to monitor via sep-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Broken cup inserter. Update mar 1, 2016- follow-up with the sales rep indicated the threads seem to be separating from the shaft.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.